Event description:
It was reported that a user experienced a low blood glucose event with a nadir of 44 mg/dl, during which sensor readings briefly ceased before resuming, and the user treated with orange juice and glucose tablets; emergency medical technicians arrived, confirmed recovery, and provided no treatment. Symptoms included shaking consistent with hypoglycemia. Outcomes included transient low glucose outside the target range for approximately 30 minutes, correction with oral carbohydrates, and no hospitalization. Investigation included user counseling to confirm sensor readings with a fingerstick meter and a review of potential sensor inaccuracy. Investigation of this case revealed no device malfunction confirmed and a possible inaccurate sensor reading reported by the user, with glucose subsequently returning to range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.